Event description:
It was reported that the stent was shorter than the expected length. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a lower limb percutaneous transluminal angioplasty procedure. The target lesion was located in the superficial femoral artery (sfa) and the anatomy was moderately tortuous. The stent was shorter than the expected length and the shortening was severe. The procedure was completed with another 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system. No patient complications were reported.